Event description:
Port identified to be leaking when pt went for chemotherapy. Port replaced 10/30/98, crack in catheter found by surgeon. Pt access attempted on 11/2 with replaced port and found leaking the second time. When port removed it appeared to have an identical crack in the tubing. Lot numbers on the ports are identical. Device retruned to sales rep for eval. Second event was on 11/2/98.